Manufacturer narrative:
Additional, changed, and/or corrected data: g2, g3 - clarification to g3: adverse event was originally reported on (B)(4)2021.

Event description:
Healthcare professional reported left side deflation. Patient reported "it felt like my left side implant had a rip in the bottom of it." Patient later added "horrible headaches" which is not device related. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿it felt like my left side implant had a rip in the bottom of it¿ device evaluation: visual analysis of the returned device identified: crease flat and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap disk shell to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Patient reported "it felt like my left side implant had a rip in the bottom of it." Patient later added "horrible headaches" which is not device related. The device has been explanted and replaced.